Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "the screw did not lock to the plate."

Event description:
As reported: "the screw did not lock to the plate."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Related to the reported failure mode regarding the locking of the variax2 screw it can be mentioned that as part of our post market surveillance activities a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this deformation from happening: ¿caution ¿ with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. ¿ final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ however, although no product related issue could be detected a preventive action (CAPA) was nonetheless opened to make the design more robust against a potential over tightening by the user. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further substantial information is provided, the investigation report will be updated.